Manufacturer narrative:
Medical products: therapy date : (B)(6) 2017; metasul ldh, head adapter, s, -4, taper 12/14-18/20; catalog no#: 0100185145; lot#: 2356230; metasul ldh, head, 54, code t, taper 18/20; catalog no#:0100181540 ; lot#: 2352542; femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 standard offset; catalog no#: 00771101200 ; lot#: 60509891. The manufacturer did not receive devices or x-rays for review. Other source documents (surgical report) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to pain and loss of mobility.

Manufacturer narrative:
While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above in h7 and h9. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
In addition to the report 0009613350-2018-01169, the patient underwent revision surgery also for metallosis.